Manufacturer narrative:
Unit received with cracked and detached end cap. Unable to perform displacement test due to detached end cap.

Event description:
The customer reported via phone call that bottom of the insulin pump was came off. Blood glucose was 379 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.